Event description:
Customer reporting they noticed a tinge of blood on the nasal swab following swabbing their nose for obtaining the sample to use for the test. Customer confirmed they did not experience further irritation or injury when using the swab.

Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: phone.